Event description:
Allegedly, one week after primary surgery, pt had dislocation while taking a bath. After a surgeon performed closed reduction, he took x-rays and disassociation of the bipolar cup and the metal head were found.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code addressed in the package insert. This report will be amended when the investigation is complete. This event occurred in another country.